Event description:
Information was received from a friend/family member regarding a patient who was receiving intrathecal unknown morphine drug via an implantable pump for spinal pain indications. It was reported that an external device, specifically the hh9020tdd handset a10e with the myptm application, stopped communicating with a pump, resulting in an inability to bolus. The message 'retrieving pump settings' would stop at 90% and not proceed further. The patient had visited their doctor, who experienced the same issue and advised contacting the manufacturer. Troubleshooting steps included reviewing telemetry delay considerations and clearing data from the application, which initially measured 23.27mb. After data clearance, the patient was able to connect to the pump and request a bolus without issue, noting improved speed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.